Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
According to the information received, a spontaneous breakage of the instrument occurred during its first use, when the needle was being taken. In particular, the breakage of the instrument occurred spontaneously and not due to the operator during the packing of the purse-string suture of the service of an intracorporeal ileocolic mechanical anastomosis; therefore, during a procedure that does not require particular stress of the instrument and involves the use of very fine needles.

Manufacturer narrative:
Additional information: the device in question was not returned to the manufacturer. Therefore, a detailed visual and functional inspection of the actual damage was not possible, and the exact failure mechanism cannot be conclusively confirmed. All production and quality-control records were reviewed. A review of the labelling and instructions for use confirmed that adequate warnings, precautions, and instructions regarding correct needle selection, intended use, and force application are provided. A review of global complaint data for this product family did not reveal similar cases of jaw breakage. No trend, signal, or systemic issue was identified. Based on the available information and similar known failure mechanisms, the most probable root cause is excessive mechanical load applied during use, potentially associated with incorrect needle size or improper handling. The event is filed under internal karl storz complaint ID: (B)(4).